Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat kaolin act cartridge was difficult to fill. Based on the info at the time, there was no injury associated.